Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she has been experiencing skin irritation at the insertion site. Pt has consulted with her physician and was recommended the otc use of a secondary wound dressing to use during sensor wear. At the time of her call to dexcom technical support, pt stated that the secondary wound dressing had not helped with her skin irritation and that she was going to try a different brand as well as consult with her physician again.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.